Event description:
Caller reported error with cgm showing error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked caller through pump reset, successfully resolving the issue, and caller was able to start sensor session without further errors.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.